Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a hole in the hose by the muffler and the rpms were below specification. Therefore, the reported conditions were confirmed. It was determined that hole in the hose was due to pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the low power was caused by the hole in the hose, which was releasing air and reducing the pounds per square inch (psi) and causing the motor to run slower, or due to a lack of lubrication. The assignable root cause was determined to be component damage caused by user error, abuse, and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the hose by the muffler and the revolutions per minute (rpms) were below specification. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.